Event description:
It was reported that during preparation for device change out, this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture. This lead was tested with provocative maneuvers with high thresholds were again seen. X-rays were completed confirming there was no indication of fracture. This lead remains in service and will be closely monitored via the patient remote monitoring system. No adverse patient effects were reported.